Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately a month post implant, the right atrial (ra) lead had become dislodged. The right ventricular (rv) lead was exhibiting rising thresholds and diminished sensing. During the ra lead revision procedure, it was observed that the rv lead had very little slack. The physician added slack to the rv lead, however, sensing and threshold measurements did not improve so the rv lead was also revised. Both leads remain in use. No patient complications have been reported as a result of this event.